Manufacturer narrative:
The user reported having an issue with persistent sensor disconnections, which led to a transmitter replacement. Replacing the transmitter, however, did not resolve the issue.the user was advised to go back to their hcp for a removal and replacement procedure for better placement of the sensor. No further investigation is required.

Event description:
On (B)(6) 2024,senseonics was made aware of an event where the user reported receiving multiple low signal alerts that led to no sensor detection alerts.a new transmitter was provided to the user to resolve the issue, but the issue continued. The user was referred to their hcp for a sensor removal and replacement.